Event description:
It was reported that one month post implant, high capture threshold was observed. The patient was asymptomatic. X-ray revealed a micro dislodgement. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.